Manufacturer narrative:
Two samples were received for quality evaluation. Visual inspection of the samples shows that there are holes punched into the drip chamber vents. The customer complaint of leakage was confirmed. The investigation was forwarded to manufacturing and the supplier groups for root cause evaluation. After the investigation, a root cause for the holes in the drip chamber vent could not be determined. Evaluation of the manufacturing process of the drip chamber and the production of the full infusion set assembly did not identify a part of the process that would create the damage seen on the samples, therefore the root cause of the issue is unknown. Bd will monitor the issue for future occurrences and will determine if additional actions will need to be taken. A device history record review for model 2420-0007 lot number 25043266 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: tubing used to infuse ivig. Final ivig bottle removed and flush bag attached. Leakage of fluid through open vent.